Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experiecned ineffective therapy, patients lead has all high impedances. As a result, surgical intervention may be undertaken to address the issue.